Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital and the pulse generator exhibited a marker anomaly. No troubleshooting was performed, no additional information was available at this time.

Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
New information reported stated that the device was explanted. No patient symptoms or additional information was reported.

Event description:
New information received indicated that the device was explanted because it was nearing eri. The patient was stable prior, during and after the procedure.